Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An unknown armada 18 percutaneous transluminal angioplasty (pta) catheter had poor re-wrap of the balloon after the initial use in the lesion. This resulted in, on multiple occasions, difficulty while re-inserting the catheter into the introducer sheath and difficulty re-crossing the lesion for subsequent balloon inflations at the same anatomical site. It is unknown if resistance was noted during withdrawal. It is unknown how the lesion was ultimately treated. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.